Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The device evaluation found watertightness failure due to cable damage. Additionally, flooding of the image pickup (charged coupled device), flooding of the cables, corrosion of electrical contacts, puncture of electrical contacts, and cracks in the connector were observed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a watertight defect due to a cable flaw had occurred. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had air leakage from the cable (with tape). There was no patient involvement.